Event description:
Per the clinic, the patient experienced an infection and ulceration. The device was explanted on (B)(6) 2022 and the patient also underwent skin flap revision surgery. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6), 2022.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis and was treated with oral antibiotics (specific date and duration not reported). The patient was placed under general anesthesia for the surgery on (B)(6) 2022. This report is submitted on september 26, 2022.

Manufacturer narrative:
This report is submitted on august 25, 2022.